Event description:
A lung ablation was conducted on (B)(6) 2013. The pt developed a lung infection ctcae grade 2, on (B)(6) 2013. The infection was treated with medication. The event is noted to be related to the cryoablation procedure and is a known potential adverse event related to the procedure.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The pt was treated and the issue was resolved.